Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was to report that around february or march noticed a return of symptoms of incontinence. Patient said that was told by hcp to increase the stimulation which patient did and said within two days was back in underwear again. When asked, no changes in weight, however said last summer, fell a lot, face forward. Patient said wondered if had some narcolepsy as there were times when patient was standing up and might have fell asleep and fell forward. The circumstances that led to the reported issue were unknown. Patient also mentioned another medical issue, said that since last september or october, notice a lump by the wire, sticks out more. Patient said it doesn't hurt but does get caught on things. Patient was redirected to notify hcp of this change and also for patient to notify them of falls had last summer. Additional information received was to report that about 1-2 months ago noticed that the ins site has been itching a lot. When asked, patient hasn't noticed any other changes to the site. When asked, patient said fell quite a lot last summer, fell forward. The patient was redirected to their healthcare provider to further address the issue. Patient said that their next appointment to see the hcp isn't until october.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va2l0tz); product type: 0200-lead; implant date (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was unknown if the device was causal or contributory with respect to the narcolepsy. The issue had not yet been resolved.